Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred in 2005. D10: medical product: agc trad univ intlk fem 70 70mm: catalog#155424, lot#831565; agc v2 interlok tib 10x 71mm: catalog#158491, lot#770825; refobacin plus bone cement 20x 2: catalog#3021180001, lot#98255127. G2: foreign: germany. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The product remains implanted and is therefore inaccessible for additional evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: retropatellar replacement is found in the suprapatellar recess. Patella is fixed lateral and has strong concave wear, further resection and lateral release performed: in view of the only weak strength of the patella, a further replacement of the back surface is not carried out. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, nineteen (19) years post-implantation, the patient underwent revision surgery due to pain, instability, and difficulty ambulating. During the procedure, the patella was found in the suprapatellar pouch with large pieces of cement in the area. The polyethylene inlay was found broken along with the medial part of the tibial component which was grossly loose. All components were replaced without complication however the patella was further resected without a new replacement. It was reported that no further information is available.